Manufacturer narrative:
Medical device expiration date: unknown. Unique identifier (UDI) # unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that unknown bd® blood collection tube stopper was coming off of tube. The following information was provided by the initial reporter and translated to english: "dry bd tubes are with stoppers popping off very often during centrifugation and during transportation, causing the lost of material."

Event description:
It was reported that unknown bd® blood collection tube stopper was coming off of tube. The following information was provided by the initial reporter and translated to english: "dry bd tubes are with stoppers popping off very often during centrifugation and during transportation, causing the lost of material."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.